Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery status of this device was at 12% remaining during a follow up. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.